Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain, degenerative disc disease, and lumbar radiculopathy. It was reported that after the initial implant of the device, the patient was unable to get a charge on the implant when she put the implantable neurostimulator recharger antenna on because the health care provider did not put a pocket in for the battery and she guesses it was because the implantable neurostimulator was moving around or something. After talking with the health care provider and manufacturer representative, it was determined that it would be better for the patient if they would go in and create a pocket to put the battery in so that it wouldn¿t move and she could get a charge. She had another surgery where they fixed the thing about a year prior to the report, confirmed as 2016. This issue has now been resolved. There were no further complications reported or anticipated.